Event description:
It was reported that the device had an early end of battery life. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for analysis. We did receive performance data from the device and have analyzed the data. Device was eri (elective replacement indicator) on (B)(6) 2008, device eri=2.62 volts.